Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 395 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, manual injection was administered of 2 units of insulin.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation on the cannula assembly found no bents or kinks on the soft cannula assembly. The download data shows no timeouts or drive stalls during the pod's run.